Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported customer was unable to test using her freestyle libre reader due to the reader displaying low measurement of the battery and stopped working. On (B)(6) 2018, customer was drowsy and lost consciousness and reportedly "thought it was hypoglycemia as the device displayed low". Customer was examined, reassured and treated with honey and coconut water by her doctor. There was no report of death or permanent injury associated with this event.

Event description:
Caller reported customer was unable to test using her freestyle libre reader due to the reader displaying low measurement of the battery and stopped working. On (B)(6) 2018, customer was drowsy and lost consciousness and reportedly "thought it was hypoglycemia as the device displayed low". Customer was examined, reassured and treated with honey and coconut water by her doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The manufacturer of fs libre reader was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.